Event description:
This case was initially received via regulatory authority FDA division director (reference number: mw5032859) on (B)(6) 2014. The most recent information was received on 17-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily pelvic pain with increase during menses/ pain"), menometrorrhagia ("heavy and irregular menstrual bleeding"), haemorrhagic ovarian cyst ("right ovarian cyst which was bleeding") and intestinal obstruction ("obstruction of bowel after procedure") in a (B)(6) female patient who had essure (batch no. 683283) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery in (B)(6) 2010, multiple cesarean sections, multigravida, parity 2, habitual abortion (spontaneous), depression, irritable bowel syndrome, appendectomy, nonsmoker, alcohol use, familial risk factor and familial risk factor. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2010 for contraception. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criterion medically significant), allergy to metals ("allergy to nickel") with rash, weight increased ("weight gain"), abdominal distension ("severe bloating"), dizziness ("dizzy spells"), migraine ("migraines") and fibromyalgia ("fibromyalgia") with inflammation and pain. On an unknown date, the patient experienced thyroid disorder ("thyroid issues"), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain (right and left lower quadrant)"), back pain ("back pain "), hypoglycaemia ("hypoglycemia"), dysmenorrhoea ("dysmenorrhoea"), vulvovaginal candidiasis ("candida vaginitis") and pelvic adhesions ("severe bladder adhesions"). On an unknown date, the patient experienced intestinal obstruction (seriousness criterion medically significant) and autoimmune disorder ("autoimmune issues"). On an unknown date, the patient experienced thyroid disorder ("thyroid issues"), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain (right and left lower quadrant)"), back pain ("back pain "), hypoglycaemia ("hypoglycemia"), dysmenorrhoea ("dysmenorrhoea"), vulvovaginal candidiasis ("candida vaginitis") and pelvic adhesions ("severe bladder adhesions"). On an unknown date, the patient experienced intestinal obstruction (seriousness criterion medically significant) and autoimmune disorder ("autoimmune issues"). The patient was treated with gabapentin, ibuprofen, surgery (removal of essure) and surgery. Essure was removed on (B)(6) 2014. In (B)(6) 2013, the pelvic pain, menometrorrhagia, allergy to metals, weight increased, abdominal distension, dizziness, migraine and fibromyalgia had resolved. At the time of the report, the thyroid disorder and back pain had resolved, the haemorrhagic ovarian cyst, abdominal pain lower, hypoglycaemia, dysmenorrhoea, vulvovaginal candidiasis and pelvic adhesions outcome was unknown and the intestinal obstruction outcome was unknown. The reporter considered abdominal distension, allergy to metals, autoimmune disorder, back pain, dizziness, dysmenorrhoea, fibromyalgia, menometrorrhagia, migraine, pelvic pain, thyroid disorder and weight increased to be related to essure. The reporter provided no causality assessment for abdominal pain lower, haemorrhagic ovarian cyst, hypoglycaemia, intestinal obstruction, pelvic adhesions and vulvovaginal candidiasis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not indicative for a quality deficit per se. 2 further ae case reports have been received to date in relation to batch no. 683283, but those cases do not refer to similar adverse types of events. No further ae case reports have been received to date in relation to incorrect batch no. 6832889. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 17-nov-2017: summons received- case become potentially legal, reporter added, start date and stop date was updated, event autoimmune issues were added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5032859) on 13-jan-2014. The most recent information was received on 17-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain with increase during menses/ pain'), haemorrhagic ovarian cyst ('right ovarian cyst which was bleeding') and intestinal obstruction ('obstruction of bowel after procedure') in a 33-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in june 2010, multiple cesarean sections, multigravida, parity 2, habitual abortion (spontaneous), depression, irritable bowel syndrome, appendectomy, nonsmoker, alcohol use, familial risk factor and familial risk factor. Concomitant products included medroxyprogesterone acetate (depo provera) since september 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular menstrual bleeding"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("severe bloating"), dizziness ("dizzy spells"), migraine ("migraines") and fibromyalgia ("fibromyalgia") with inflammation and pain and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced thyroid disorder ("thyroid issues"), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain (right and left lower quadrant)"), back pain ("back pain "), hypoglycaemia ("hypoglycemia"), dysmenorrhoea ("dysmenorrhoea"), vulvovaginal candidiasis ("candida vaginitis") and pelvic adhesions ("severe bladder adhesions") and experienced intestinal obstruction (seriousness criterion medically significant) and autoimmune disorder ("autoimmune issues"). The patient was treated with gabapentin, ibuprofen and surgery (removal of essure, hysterectomy). Essure was removed on (B)(6) 2014. In september 2013, the pelvic pain, menometrorrhagia, allergy to metals, weight increased, abdominal distension, dizziness, migraine and fibromyalgia had resolved. At the time of the report, the thyroid disorder and back pain had resolved, the haemorrhagic ovarian cyst, abdominal pain lower, hypoglycaemia, dysmenorrhoea, vulvovaginal candidiasis and pelvic adhesions outcome was unknown and the intestinal obstruction outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, haemorrhagic ovarian cyst, hypoglycaemia, intestinal obstruction, pelvic adhesions and vulvovaginal candidiasis with essure. The reporter considered abdominal distension, allergy to metals, autoimmune disorder, back pain, dizziness, dysmenorrhoea, fibromyalgia, menometrorrhagia, migraine, pelvic pain, thyroid disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: method: 3317 : manufacturing review. Results: 3221 : no results available since no evaluation performed. Conclusions: 67 : unable to confirm complaint; 92 : device not returned. Medical assessment: the reported medical events are not indicative for a quality deficit per se. 2 further ae case reports have been received to date in relation to batch no. 683283, but those cases do not refer to similar adverse types of events. No further ae case reports have been received to date in relation to incorrect batch no. 6832889. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Amendment: the report was amended for the following reason: this is a retention case. All the information: reporter¿s information and references details and source documents were transferred from deletion case no 2020-069963. Legacy device report num 2951250-2020-05427 medwatch 3500a MFR number were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily pelvic pain with increase during menses/ pain'), haemorrhagic ovarian cyst ('right ovarian cyst which was bleeding') and intestinal obstruction ('obstruction of bowel after procedure') in a 33-year-old female patient who had essure (batch no. 683283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in (B)(6) 2010, multiple cesarean sections, multigravida, parity 2, habitual abortion (spontaneous), depression, irritable bowel syndrome, appendectomy, nonsmoker, alcohol use, familial risk factor and familial risk factor. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2010 for contraception. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy and irregular menstrual bleeding"), allergy to metals ("allergy to nickel") with rash, abdominal distension ("severe bloating"), dizziness ("dizzy spells"), migraine ("migraines") and fibromyalgia ("fibromyalgia") with inflammation and pain and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced thyroid disorder ("thyroid issues"), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain (right and left lower quadrant)"), back pain ("back pain "), hypoglycaemia ("hypoglycemia"), dysmenorrhoea ("dysmenorrhoea"), vulvovaginal candidiasis ("candida vaginitis") and pelvic adhesions ("severe bladder adhesions") and experienced intestinal obstruction (seriousness criterion medically significant) and autoimmune disorder ("autoimmune issues"). The patient was treated with gabapentin, ibuprofen and surgery (removal of essure, hysterectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2013, the pelvic pain, menometrorrhagia, allergy to metals, weight increased, abdominal distension, dizziness, migraine and fibromyalgia had resolved. At the time of the report, the thyroid disorder and back pain had resolved, the haemorrhagic ovarian cyst, abdominal pain lower, hypoglycaemia, dysmenorrhoea, vulvovaginal candidiasis and pelvic adhesions outcome was unknown and the intestinal obstruction outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, haemorrhagic ovarian cyst, hypoglycaemia, intestinal obstruction, pelvic adhesions and vulvovaginal candidiasis with essure. The reporter considered abdominal distension, allergy to metals, autoimmune disorder, back pain, dizziness, dysmenorrhoea, fibromyalgia, menometrorrhagia, migraine, pelvic pain, thyroid disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.